Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's implantable cardiac monitor exhibited pause episodes. Programming changes were made.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes false pause episodes were still occurring. Loss of contact due to a poor pocket was suspected. No programming changes were made as the implantable cardiac monitor was explanted due to an unrelated patient upgrade to a pacemaker. The patient was stable.